Event description:
It was reported to philips that the system had shut down on its own, which can indicate a booting issue. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.